Manufacturer narrative:
The shock portion of this lead remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that during the implant of this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Loss of capture was also observed at maximum outputs. Shock impedance measurements were acceptable. The rate/sense portion of the lead was capped and another manufacturer's rate/sense lead was implanted. No adverse patient effects were reported.